Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending.

Event description:
This unsolicited device case from united states was received on 01/07/2015 from a pt. This case concerns a (B)(6) female pt whose both knees became stiff, could not walk without a walker, knees became painful/left knee became painful/recurrent knee pain, both knees became swollen/left knee became swollen recurrent knee swelling and offered no benefit (subtherapeutic response) whilst receiving treatment with synvisc one. No past drugs, medical history, concomitant medications or concurrent condition was reported. On an unk date in 2014, (7 months ago), the pt received treatment with synvisc one injection at a dose of 6 ml once (route, batch/lot number and expiration date: not provided) into both the knees for osteoarthritis. On an unk date in 2014, the pt's left knee became swollen and painful for a few days, but the right knee did not. It was reported that the swelling and pain resolved after a few days. On (B)(6) 2014, (at around 10:30 to 11:00 am), the pt again received synvisc one injection once into both the knees. The same day (4 to 5 hrs post injection), the both knees became swollen and stiff from swelling, were very painful and offered no benefit (subtherapeutic response). It was reported that the pt went home and rested the knees and iced them. It was also reported that the pt had company over for tea, so did not do any activities. On an unk date, in (B)(6) 2014, the pt could not walk without a walker as she had a local reaction, specifically in the knee area and felt that it was related to injecting both the knees at the same time. Reportedly, the pt felt that doing both the injections together precipitated the reaction because in the past, when only doing one knee at a time, the pt did not have any problem. Also, reported that it had been about 6 weeks since the injection and the pt did not feel she noticed any benefit. It was reported that the pt was still not back to pre-injection level and wondered if it was because the injection that gave benefit 7 months ago was now wearing off. It was reported that the pt's physician prescribed treatment with a 12 day tapering dose of oral prednisone for the knees which helped, but was a little worse for a few days once the prednisone taper was finished. It was reported that the pt's knees had started to improve, but were still not back to pre-injection status. Further reported that the pt was sensitized to the synvisc and would no longer be able to use it. It was reported that the pt might need a knee replacement. Also, reported that the pt had her last x-ray about one year ago. Outcome: both knees became stiff, both knees became swollen/left knee became swollen/recurrent knee swelling, knees became painful/left knee became painful/recurrent knee pain: not recovered. Could not walk without a walker: recovered.